Manufacturer narrative:
Concomitant products: product ID 8709, lot# l68734, implanted: (B)(6) 2000, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type accessory. (B)(4).

Event description:
It was reported the patient had a new pump implanted and the medication was at ¿105 point something¿. The patient went in a week after implant and the medication was decreased by 10%. The patient went in a week later and the medication was decreased by another 10%. The dose was down to ¿84 point something¿. The patient was stumbling and their arm would fall straight down. The pump was delivering baclofen. It was later reported the patient was lacking muscle control. The patient believed he was receiving too high of a dose. The event was attributed to drug effects. The dose was decreased from 94.83/day to 84.96 on (B)(6) 2013. The pump was increased on (B)(6) 2013 by 8% and 10% on 5/1/13. The pump was delivering compounded baclofen.